Manufacturer narrative:
If implanted or explanted, give date: not applicable, as lens was removed/replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was stuck to the tip of the cartridge. The lens was fully inserted and removed during the same-procedure. Another lens (same model and diopter) was implanted as a replacement. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information section d10: device available for evaluation? Yes returned to manufacturer on: 1/27/2020 section h3: device returned to manufacturer ¿ yes. Device evaluation: the plunger was advanced for delivery and found locked and functional. The pcb00 device was observed under microscope and traces of viscoelastic were observed at the cartridge tip and tube. The lens was not returned; therefore, the reported stuck in cartridge was not verified. There are stress marks indicating the lens was delivered. There were no damages on the assembly; there is no visible gap. The assembly of the device returned was found correct. Based on the product returned evaluation there is no indication of a product quality deficiency. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no additional investigation request for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.